Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they increased stimulation too high it would vibrate too strong and if it was too low they would have to run to the bathroom. Patient stated that now they were at a setting that was helping their bladder issues but they were concerned about their bowels because they didn't have a bowel movement as often as they used to. Patient asked if the device was for both bladder and bowel. Patient services (ps) reviewed information and redirected patient to healthcare provider (hcp). Patient stated that they had 3 incisions and said that their incision was painful and that they had a fever on monday so they thought maybe their incisions were infected. Patient stated that their incision was painful since the surgery and they didn't mention it to the hcp during their follow up appointment with the hcp because it was still so fresh. Ps redirected patient to hcp. Patient mentioned that currently their throat hurts.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.